Manufacturer narrative:
Corrected manufacturer's investigation conclusions: the reported event of the system controller is not responding when powering was confirmed. The evaluation of the returned system controller serial number: (B)(4)revealed the nylon screws that secure the inner pcbs were missing, and the main pcb, and esd-pcb boards were not properly connected. The analysis of missing nylon screws appeared to indicate that they were not installed while the system controller was manufactured. The missing screws resulted in the inner boards separating and compromised the electro-mechanical connection between the boards. This would have resulted in the reported issues. The boards were reseated and the system controller was able to power on to operate the test lvad pump without any functional issue. Subsequent testing performed on the controller revealed the device functioned normally thereafter. The company will continue to monitor for this issue. No further information was provided. The patient remains ongoing on lvad support. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrected manufacturer's investigation conclusions: the reported event of the system controller is not responding when powering was confirmed. The evaluation of the returned system controller serial number (B)(4) revealed the nylon screws that secure the inner pcbs were missing, and the main pcb, and esd-pcb boards were not properly connected. The missing screws resulted in the inner boards separating and compromised the electro-mechanical connection between the boards. This would have resulted in the reported issues. The issue was elevated to manufacturing for investigation, the manufacturing investigation confirmed that screws were present at the time of manufacture. The boards were reseated and the system controller was able to power on to operate the test lvad pump without any functional issue. Subsequent testing performed on the controller revealed the device functioned normally thereafter. The company will continue to monitor for this issue. The device history records were reviewed (shop orders (B)(4)) and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The reported event of the system controller is not responding when powering was confirmed. The evaluation of the returned system controller serial number (B)(4)revealed the nylon screws that secure the inner pcbs were missing, and the main pcb, and esd-pcb boards were not properly connected. The analysis of missing nylon screws appeared to indicate that they were not installed while the system controller was manufactured. The missing screws resulted in the inner boards separating and compromised the electro-mechanical connection between the boards. This would have resulted in the reported issues. The boards were reseated and the system controller was able to power on to operate the test lvad pump without any functional issue. Subsequent testing performed on the system controller revealed the device functioned normally thereafter. The manufacturer initiated a CAPA to address this issue. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the perfusionist prepared a new system controller for the patient. The sterile box was opened, small battery was installed and the system controller was connected to the power module (ppm)/system monitor(vsm). After this, the system monitor showed no values and only ¿not receiving data¿. In addition he recognized that no audible or visual alarm appeared on the system controller. The perfusionist tried another system controller with the ppm / vsm and experienced no problems. The perfusionist also tried the affected system controller with another ppm / vsm and received the same results. The perfusionist also recognized a chattering inside the system controller during shaking. No further information was provided.